Event description:
It was reported that the device would not complete a boot-up sequence. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb and observed proper device operation though functional and performance testing. The device was then returned to the customer for use.